Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that the subject meter does not power on due to power button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.